Event description:
Event description boston scientific received information that at the routine changeout procedure for normal battery depletion, when this ventricular lead was attempted to be removed from the device there was a separation of insulation from the lead and terminal pin. It was reported there was then a 5 second pause of asystole, but was restored when md pushed the lead back into header. There was then appropriate pacing until the new lead was then implanted. The damaged lead was surgically abandoned. The atrial lead was also surgically abandoned due to the patient's intrinsic rhythm being chronic atrial fibrillation. The pacemaker was removed, replaced and returned. The lead sections removed have not been returned with the pacemaker.